Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a rotator cuff repair using "4.5mm footprint ultra pk suture anchor", a second row of the sleeve was prepared with a burr, the footprint was started with its respective initiator, 4 suture strands were entered ultrabraid to the implant at the request of the specialist, the tension controlled and required by the specialist, impact up to the middle of the footprint, the retention suture was removed and the impact was finished, the sutures were secured with the internal screw. Then the specialist passed one of the threads with the first pass that goes through a tissue of the cuff and tried to tie with another thread that passed through the footprint, but when he tried to lower the first knot, all the threads came out of the implant. The implant remained in the patient. The surgery was successfully completed without significant delay using another footprint device. No other complications were reported. Patient's condition is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive. Counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.